Event description:
During a galaxy-assisted bronchoscopy procedure, the system unexpectedly restarted and cycled through bootup. The reboot occurred following completion of a tilt (tool-in-lesion tomosynthesis) sweep. As a result, the user was required to re-log in and restart the case in order to complete the procedure. No patient harm was reported. Demographics were not available.

Manufacturer narrative:
Investigation reviewed manufacturing records and system log files from the case. Analysis determined the observed crash was caused by a software related malfunction (loss of animation and image progressing to system shutdown) this MDR was submitted because recurrence of this malfunction could result in serious injury